Manufacturer narrative:
Therefore, because a serious injury is suspected, this event is reportable per 21 cfr part 803. Section h6 was done based on the very limited information provided by the initial reporter. Product return and additional information is requested and product will be evaluated after receipt. In case any new or additional information will be gained regarding this event a follow-up report will be sent. Trend is tracked and monitored. This MDR submission is a late submission. A CAPA will be issued.

Event description:
It was reported that a patient experienced a dental implant loss.